Manufacturer narrative:
The device associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product lot code required was not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Photographs of patient x-rays were provided. No other additional information was obtained. Review of the x-ray photographs confirmed implant fracture at the femoral to adaptor junction and subsidence of the tibial tray component. There is evidence of tibial loosening at the bone/cement interface. The reported femoral loosening the cement/implant interface and sleeve loosening at implant/bone interface could not be confirmed with the provided x-ray views. The investigation could not draw any conclusions about the root cause of the reported event with the information provided; however, provided information indicated poor patient bone quality was a contributing factor. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
UDI: unavailable. Follow-up with the complainant has been conducted for the catalog number and lot number and this information is unavailable. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain, instability, loosening, subsidence and implant fracture. The fracture occurred at the femoral to adaptor junction. It was believed, the "tibial component subsiding led the femoral stresses to be directed abnormally forcing that junction to break." Subsidence and lack of ingrowth, particularly around the sleeves, are due to poor bone quality. The tibial sleeve was undersized. Tibial loosening occurred at the bone/cement interface. Femoral loosening occurred at the cement/implant interface. Cement manufacturer is unknown.